Event description:
It was reported that about 35 hours into the infusion the pump began to alarm and displayed a message stating that the cassette was damaged. The pump stopped infusing and when patient returned to clinic there was about 18ml left. Patient denied any incidence that could've possibly damaged the pump after leaving the clinic. No adverse patient effects were reported.